Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a guidewire break was confirmed and the cause was use related. The product returned for evaluation was one nitinol guidewire, reportedly from a 5fr triple-lumen powerpicc max barrier kit. The sample was returned in its plastic protective hoop, with a complete break in the guidewire. The outer coil wire was elongated starting at the transition point. The complete break in the inner core wire was located approximately 4cm distal to the transition point. Microscopic examination of the break site of the inner core wire and outer coil wire revealed a granular fracture surface with material necking. A curved shape memory was observed in the inner core wire. The distal weld tip was detached and not returned with the sample. The damage characteristics seen in the sample were indicative of the guidewire undergoing a tensile event. Such tensile events typically occur when the guidewire is withdrawn against the bevel of the needle. The IFU for this device states, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezg0771 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
Per sales representative, a customer reported that midway through a procedure the wire allegedly became frayed and was pulled out.